Event description:
It was reported that during a procedure the tip of the har36 broke off. The tip did not fall into the patient. The procedure was completed successfully without any procedure delay. There was no medical treatment or intervention and no adverse consequences associated with this event.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Examination of the returned device revealed evidence of clinical use including biological material on the distal tip as well as an indentation in the teflon pad. Visual inspection confirmed the reported issue as the blade was broken off. The results of the investigation performed indicated that the blade of returned device broke as a result of the blade contacting a hard object, possibly a staple or surgical clip, during clinical use (i.e. End user technique contrary to the IFU). A review of the lot control sheet (lcs) indicated that all required inspections and tests were conducted on all scalpels in the lot in question indicating that the instrument was in working condition when released from stryker® sustainability solutions. The instructions for use (IFU) reprocessed harmonic ace shears without adaptive tissue technology states: "avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades." This report is being filed due to sss being in a 2 year reporting cycle for the blade of the device being broken off.